Event description:
In the process of removing the r2p-radial-to-peripheral slender sheath from the right radial artery when the artery started spasming, even after additional radial cocktails (verapamil and ntg-nitroglycerin) were given. The sheath broke off from the hub. The right femoral artery was then accessed, and a snare was used to retrieve the remaining sheath.